Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: feasibility of guiding catheter exchange using extension wire in percutaneous coronary intervention after transcatheter aortic valve replacement.

Event description:
The article, "feasibility of guiding catheter exchange using extension wire in percutaneous coronary intervention after transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study on the feasibility of selectively engaging the coronary arteries using a diagnostic catheter (dc) during percutaneous coronary intervention (pci) after transcatheter aortic valve replacement (tavr) and then switching to a guiding catheter (gc) using an extension wire (ew). Devices included in the study were sapien, evolut, and navitor. The article concluded that the method of exchanging to a gc using an ew in pci after tavr is considered feasible. This approach can be particularly helpful in cases in which engagement with the gc is challenging. [The primary and corresponding author was norio tada, department of cardiovascular medicine, sendai kousei hospital, 1-20 tsutsumidori-amamiya, aoba ward, sendai, miyagi 9810914, japan, with corresponding email: noriotada@hotmail.com]. The time frame of the study was from 06 january 2020 to 01 june 2024. A total of 11 patients were included in the study, of which 2 (18%) received an abbott device. The average age was 85 years old and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, smoking, chronic renal failure, prior percutaneous coronary intervention, prior transcatheter aortic valve replacement, coronary artery disease, unstable angina, acute myocardial infarction.

Manufacturer narrative:
As reported in a research article, a total of 11 patients were included in the study, of which 2 (18%) received an abbott device. The article reported single center study on the feasibility of selectively engaging the coronary arteries using a diagnostic catheter (dc) during percutaneous coronary intervention (pci) after transcatheter aortic valve replacement (tavr) and then switching to a guiding catheter (gc) using an extension wire (ew). Devices included in the study were sapien, evolut, and navitor. The article concluded that the method of exchanging to a gc using an ew in pci after tavr is considered feasible. This approach can be particularly helpful in cases in which engagement with the gc is challenging. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: feasibility of guiding catheter exchange using extension wire in percutaneous coronary intervention after transcatheter aortic valve replacement.